Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 impact code and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were unable to be confirmed as no applicable imagery and no device was returned. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. In addition, a review of the DHR and lot history was unable to be performed as the device lot information was not provided. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of IFU/training materials did not reveal any deficiencies. Per event description, ''during valve in valve procedure, the system was flexed to go up over the arch after balloon alignment however, some resistance was met. The system was pulled back to try and get a different angle on the approach but with no success. The CT was reviewed and per medical opinion, the system was hitting a piece of calcium. The system was brought down to be removed. During withdrawal, the valve came off the end of the system but stayed on the safari wire. Multiple attempts were made to try and remove the valve but were unsuccessful. It was decided to deploy the valve in a safe location.'' The event description stated the delivery system was ''hitting a piece of calcium''. Calcification in the aorta can create a restricted pathway for the delivery system tracking and navigation. The interaction between the delivery system/crimped thv with the calcium can lead to tracking difficulties through the aortic arch. Additionally, the presence of calcification can create suboptimal angles for delivery system withdrawal. Suboptimal anatomy can cause the crimped thv to get caught on patient vasculature or sheath tip and contribute to withdrawal difficulties. Further manipulations to withdraw the thv may have resulted in the thv to be dislodged distally from the balloon. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra resilia valve in the aortic position in a 26 mm sapien 3 valve via transfemoral approach, the initial valve failed due to stenosis and a valve in valve was performed. During valve in valve procedure, the system was flexed to go up over the arch after balloon alignment however, some resistance was met. The system was pulled back to try and get a different angle on the approach but with no success. The CT was reviewed and per medical opinion, the system was hitting a piece of calcium. The system was brought down to be removed. During withdrawal, the valve came off the end of the system but stayed on the safari wire. Multiple attempts were made to try and remove the valve but were unsuccessful. It was decided to deploy the valve in a safe location. A 23 mm non-ew balloon was used to deploy the valve in the descending aorta. The patient was in stable condition the entire time.

Manufacturer narrative:
The lot number is unknown. The investigation is ongoing. H3 other text : the device was not returned.